Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, a pinhole was noticed on the balloon. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.